Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and five months of post-deployment, computed tomography of abdomen and pelvis with contrasts was performed due to abdominal pain, and result showed that an infra renal inferior vena cava filter was present with its struts extended beyond the walls of the inferior vena cava and contacted the wall of the abdominal aorta medially. No aneurysm or evidence of contrast extravasation was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava (grade iii). The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.